Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Several outlets within the respiratory department had no power. Unit was not charging within the department, causing the unit to shut down. Tested and returned to service. H3 other text: several outlets within the respiratory department had no power. Unit was not charging within the department, causing the unit to shut down. Tested and returned to service.